Event description:
It was reported that this right atrial (ra) lead was dislodged and explanted, and it exhibited a bent helix with tissue present. No additional adverse patient effects were reported.